Event description:
It was reported to philips that the device had a battery failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The customer received assistance from a philips representative. The customer requested just a replacement battery with no engineer evaluation. The customer was given part information for a replacement battery and ordered the battery to rectify the reported problem. The battery will be replaced onsite by the customer. The device remains at the customer site.